Event description:
Procedure: wedge / segmental resection. Reportedly, when the device was fired, the staples were not placed to the tissue, but the knife cut tissue. There was less than 200 cc of blood loss that occurred. The tissue was fixed by manual suturing which extended the operation by about one hour.